Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All process operations presented in the manufacturing record review from generation to boxing were in compliance with manufacturing specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. Based on the manufacturing record review the documentation shows that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial surgery. The customer stated the lens was implanted and the haptic was not attaching correctly in the eye. The doctor broke up the lens and removed it. The same model and diopter lens was implanted. There was no patient injury, the surgery was successful. An incision enlargement was required.